Manufacturer narrative:
A sample was received and it is awaiting evaluation. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that the valved trocar cannulas leaked during a retina procedure. The procedure was completed without consequences to the patient. Additional information has been requested for this report. Samples of the reported product were received and are awaiting evaluation.